Event description:
Patient reported left side rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, h.6. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell, black particles in the shell and creases fold. A visual and microscopic analysis was performed which identified: broken crease sharp on posterior, stress marks, non-penetrating nicks and missing shell. Base on the device analysis the final assessment is: a broken crease sharp on posterior assessed as fold flaw opening missing shell assessed as inconclusive wrinkles are observed but have no relationship with manufacturing.

Event description:
Patient reported "dents due to shrinkage of prosthesis".

Manufacturer narrative:
Additional coding: f1903 device explantation a review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late

Event description:
Patient reported left side seroma. The device has been explanted.